Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the displays a consistent error with the system. The bench technician confirmed that after a software update to the system, the loudspeaker error was resolved.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported the monitor constantly reports a loudspeaker error. It is unknown if the device was in use at time of event, and there was no adverse event reported.